Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken at the base. A piece approximately 0.085" x 0.407" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage. The complaint was confirmed by failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the blade of the instrument appears to have broken off.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was fractured. The instrument was removed, and a backup instrument was used to proceed. Following this, the user continued and completed the procedure with no further issues reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument/accessory was inspected prior to use and no damage was found. All fragments were retrieved, and the site used regular grippers passing through an a-hole. The site was clamping the fragment out of the patient with a 3d viewer. No additional surgery was required. Post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The harmonic ace instrument was disposable. The procedure was completed robotically as planned. The equipment had structure issues. The instrument worked normally before it fractured. A backup instrument of the same kind was used. No injury was observed. No post-surgical complications were observed, and the patient was successfully discharged from the hospital and had a good prognosis.